Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had insulin pump error alarm. The customer blood glucose level was 4.5 mmol/l. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarm. Customer able to complete rewind. Customer stated that they performed a self-test and it failed and insulin pump had had hardware low level failures alarm. The device will not be returned for analysis.